Event description:
Treatment of an a-com aneurysm. It was reported that during coil delivery, resistance was encountered. Upon removal, the coil detached inside the catheter. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found broken and the release wire had been pulled back. The implant likely detached when the release wire was retracted.(B)(4).